Manufacturer narrative:
The lot number of the device used is unknown; consequently, the expiration and manufacture dates are unknown. The device remains implanted, therefore, a product analysis will not be performed.

Event description:
It was reported to boston scientific that after a mid urethral sling procedure, in which an advantage sling system was placed, the patient presented with voiding problems. The physician believed the tape may be tightened a little too much, and wanted to watch and wait before deciding to take the patient back to surgery to loosen the tape. The patient was discharged from the hospital, instructed to self catheterize. The sling was released 12 days post procedure, and the patient is reported to have no further problems with voiding.